Event description:
It was reported that on the day of implant the device recorded three asystole episodes that appeared to be loss of contact at times and noise was present. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.